Event description:
Hcp reported pump started showing motor stall and recovery messages in logs. Recovery occurs shortly after stall. Pump alarms during motor stall. Pt has not noticed significant change in therapy. No volume discrepancy. No MRI exposure was noted. No other reason for stall and recovery in the environment could be identified. The hcp plans to replace the pump because, the pt receives intrathecal baclofen 2000 mcg/ml; dose: 210.1 mcg/day.